Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After battery installation unit gave a solid white / blank display. Bleeding and cracked lcd display glass was noted during visual inspection. Solid white screen was due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unit also received with missing display window/cover, detached retainer, dog chew marks, broken reservoir tube lip and scratched case. In conclusion unit received with blank white solid screen, cracked and bleeding lcd glass due to broken traces on lcd between controller and image area. Unit was also received with missing display window/cover, detached retainer, dog chew marks, broken reservoir tube lip and scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and indicated pump replacement. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.